Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13110. The pt had one surgical lead and one percutaneous lead, reporting on both leads. The pt reported he had a fall last summer. The pt stated his scs system had not been working properly since the fall. The pt also stated his neck had swollen to what he described as the size of a golf ball at the lead site. The pt felt stimulation across his back, under his arm pits, and down both arms to his fingers while his stimulation was turned off. The pt stated it caused his hands to become numb. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.